Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000 mcg/ml at 672mcg/day via an implantable pump. The patient¿s medical history included back pain and spasticity. It was reported during the pump replacement the neurosurgeon noted that scar tissue was formed around catheter/pump connector. Pump connector was completely disconnected from pump. The patient¿s mom states that patient went on a roller coaster (B)(6) 2021 and feels this may have been the catalyst for the catheter to get disconnected from the pump; however, no signs nor symptoms of baclofen withdrawal were ever observed. No intervention/actions taken as managing clinician did not know any change in patient therapy. Upon exposing the pump pocket site, disconnection of existing catheter with no retrograde flow of csf observed. After cutting the existing catheter above the pump connector site, no retrograde flow of csf observed. After spinal incision made, cut the catheter beneath the anchor and no retrograde flow of csf observed. Decision made to replace entire catheter. When attempting to remove existing catheter, the catheter broke and approximately 20 cm of catheter remains unused in the patient from the right lateral torso towards the spinal incision site. The pump restarted at 100 mg per day per managing clinician. The issue was resolved at the time of the report and it was noted the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8711, lot# :j11526r23, implanted: (B)(6) 2003, explanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 16-may-2005, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned and analysis identified a break in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.